Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.

Event description:
It was reported that pump displayed repeated CGM Error 42 messages, with same error occurring three or more times on pump. There was no adverse impact to the customer¿s blood glucose level. Customer agreed to continue using current pump as backup therapy until replacement pump arrived, then planned to transfer pump settings and reconnect CGM to replacement pump; customer also knew how to place pump into storage mode and was instructed to return problematic pump within 10 days using pre-paid label as arranged by Technical Support.